Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported restriction alarm on an intra-aortic balloon (iab) catheter. Although the alarm was not active at the time of the call, customer mentioned that it had occurred within the past few hours. Customer suspected the patient¿s large pannus might be contributing to the restriction. Customer called to seek guidance on how to manage the alarm and prevent future occurrences. No harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 ( investigation findings , investigation conclusion, type of investigation, component code), h11 corrected fields: d1, d4, (model, catalog, UDI), d9, d10 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.